Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr= 1.2. Second test inr = 1.9.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.2. Second test inr = 1.9. Mean =1.55; sd=0.49, %cv=32%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested.